Manufacturer narrative:
Philips service replaced cube cvfd-5 assy, power supply 24v 10a, power on circuit, and mpd control unit, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment froze due to generator connection timeout on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.